Event description:
A pt experienced plaque shifting during coronary stenting, and heart failure and subacute stent thrombosis possible due to stent under expansion after the procedure. The pt had been admitted for treatment of a lesion in the proximal to mid left anterior descending artery (lad). The lesion was described as partly concentric and partly eccentric, bifurcated, 30mm in length and calcified (aha/acc classification c). The vessel diameter was 3.2mm. The lesion was pre-dilated with a 2.5 x 15mm balloon several times for 15 seconds and a 3.0 x 33mm cypher was implanted at 18 atms for 10 sec. Post-dilation was conducted with a 3.5 x 10mm balloon at 20 atms for 15 sec. After the cypher was implanted, the first diagonal branch was occluded with shifted plaque, but kissing balloon was not conducted because sufficient blood flow into the first diagonal branch was maintained. There was 0% residual stenosis at the target lesion. Timi flow before the procedure was 1 and 3 after the procedure. During the same procedure, a taxus stent was implanted to treat a distal circumflex lesion. The pt was discharged approximately 2 days after the procedure. Three days after the procedure, the pt experienced chest pain and heart failure. Angiography revealed thrombus from inside to the distal portion of the implanted cypher stent. The pt was placed on an intra-aortic balloon pump and aspiration thrombectomy was performed. Four days later, the balloon pump was discontinued and the pt recovered from the heart failure. The physician felt that the plaque shift and insufficient stent apposition due to the calcified vessel were possible causes of the thrombus. The pt had been treated with aspirin and clopidogrel before and after the index procedure and was administered 5,000 units of heparin during the procedure.

Manufacturer narrative:
The cypher product is not distributed in the u.s.; however, it is similar to a u.s. Distributed cypher product. Additional info will be submitted within 30 days of receipt.